Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the clinical diabetes specialist reported that on march 13, 2025, the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl while fasting in preparation for a colonoscopy. The user treated the event with glucagon and recovered without requiring hospitalization. No long-term health effects were reported.